Event description:
It was reported that there was a connection issue between uv flash transfer set and a titanium adapter during peritoneal dialysis therapy. It was reported that when the two devices were connected, the transfer set began spinning and would not engage properly. There was a 1 mm gap between the two devices. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). A batch review was conducted for potentially associated lot numbers h14c17028, h14d14064, h14e15068, and h14f12105. There were no issues detected during the manufacturing processes associated with the reported issue. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.